Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error alarms but could not determine the exact error code. The transmitter was not connected to the pump and the transmitter was not connected to the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a, and mmt-6102. Troubleshooting was performed. The customer was advised to clear alerts/alarms, disconnect from the pump, and perform a 0.2 unit fill cannula test (which was successful). The error table did not indicate pump replacement was necessary, and a self-test passed. The error cleared active insulin. The customer attempted to pair the transmitter and mobile device, but the device was not listed within the paired devices screen. The customer was advised to keep the transmitter charged and to prepare the pump for pairing. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. The product return is not applicable for mmt-6102.